Manufacturer narrative:
Investigation ¿ evaluation it was reported that prior to patient contact, advancement difficulties were experienced with the kcfw sheath included in the rosch-uchida transjugular liver access set. The procedure was completed with a new like device. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, manufacturing instructions and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One set was returned for evaluation in a used and damaged condition. The kcfw sheath, jcd (dilator), the rmt combo (black catheter and base plate stiffener), and the nst combo (blue catheter and trocar needle) were returned. Inside the hub, the inner coil of the sheath is exposed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) identified process steps to ensure that nonconforming product does not leave the house. A review of the device history record (DHR) found relevant nonconformances in the kcfw subassembly lots, in which all nonconforming products were scrapped, and the rest were 100% inspected per quality control. It should be noted that there were two other complaints associated with the final product lot number. An expanded device history record was performed for this complaint. Additional lots of the same rpn which were made the same month as the complaint device were reviewed. Fifty-eight lots were found and reviewed. Two lots were found to be relevant to this event where the inner coil of the kcfw sheath came out of the device. No related nonconformances were noted from the reviewed lots. Cook was unable to review product labeling, as an IFU pamphlet is not supplied to this country. The information provided upon review of the returned device indicates the device was manufactured out of specification. Review of the DHR suggests that there are additional nonconforming devices in the field but not in house. Containment was performed on the complaint lot. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a cause for the failure could be due to a manufacturing and quality control deficiency. The inner coil of the kcfw device was found coming out near the hub. Cook determined this to be unraveling of the sheath related to flaring issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): postal code: (B)(6). Phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that when the physician opened the rosch-uchida transjugular liver access set for assembly, it was found that the outer sheath hemostatic valve was particularly tight. Attempts to advance device components through the sheath were met with difficulty. A new like-device was then opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. The complaint device was returned to the manufacturer for evaluation on 12jun2023. Upon a visual examination, it was found that the inner coiling of the sheath was exposed and unraveling.